Event description:
Customer reported via phone call to have bleeding at site when inserting sensor. Customer states that blood gushed with second sensor application. Customer reported that electrode was not attached and isig signal was low. Customer also reported that introducer needle was difficult to remove and sensor cannula was not intact. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.